Event description:
It was reported that multiple temperature alarms occurred. There was no reported adverse impact to customer's blood glucose. The pump was not exposed to extreme temperatures, nor was it charging at the time of the alarms, and the customer was unable to clear the alarms to resume insulin delivery. Customer reverted to an alternate method of insulin therapy.